Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported inoperable keypad was confirmed through evaluation. The unit in its received condition permitted power up, navigation, and pump run, however had limited keypad operation due to an intermittent response from the #0, #1, and #2 keys. This condition was caused by a failed keypad. The remaining keys were tested and were found to function as expected. The keypad will be replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported a spectrum pump had an inoperable keypad. It was also reported there was no patient injury.